Event description:
A patient reported blood glucose results of 4.6 mmol/l and 3.6 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than 20% and/or less than 1.1 mmol/l. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A check strip test was also performed and the result fell within the specified range.